Event description:
The customer's wife reported that the customer had not used their precision meter for 5 weeks due to being in the hospital for heart surgery. Then in 2009, the customer received an e-7 message on their precision xtra meter. As a result of not being able to test their blood glucose level, in the next day, the customer lost consciousness and the paramedics were called. The customer was treated with unknown medications for hypoglycemia and transported to a hospital. The customer was diagnosed with severe hypoglycemia; however, the treatment administered is unknown. The customer's wife also reported the customer had an injury; however, the details are unknown. Adc customer service has made multiple attempts to obtain additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that the customer inserted a wet test strip and the meter is designed to display an e-7 if a wet test strip is inserted. The product has been requested back; however, no product investigation is necessary.